Event description:
Consumer alleges his humidifier started to make noise and emit smoke. No injuries or properly damages were reported with this incident.

Manufacturer narrative:
Abuse by the consumer from failure to take preventive action to properly clean the humidifier caused this failure. Summary: the heating element melted at the bottom of the unit. There appears to be a layer of heavy mineral build-up on the heating element and the heating chamber, which indicates the consumer did not properly clean the unit, which is an abuse of the product. Moisture entered the unit and provided an electrical path that by-passed the thermostat and tco not allowing the heater to shut down.